Manufacturer narrative:
The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported that during a procedure, metal pieces were found within the patient cavity that may have come from the ligasure device in use. The pieces were removed, and the procedure was completed with the same ligasure device. No patient injury resulted from the issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Date of initial report: (B)(6) 2017 date of follow-up report: 2017-08-03 one used lf1723 ligasure device was received, and evaluation of the returned sample confirmed the reported issue. Visual inspection of the device found a piece of the clicker was broken and had detached. The device functioned normally, but did not make an audible sound upon use of the lever handle. The clicker was confirmed to have been installed properly during manufacturing, and the base remained in place within the device. Product engineers have found that this issue can occur with overuse of the clicker, where if the clicker is moved rapidly in opposite directions it can cause the piece to fatigue and break. The investigation identified the root cause of the issue to be due to excessive pressure on the handle. The instructions-for-use included with this device cautions users to avoid excessive pressure to the lever. No trend has been associated with this issue. If information is provided in the future, a supplemental report will be issued.